Event description:
It was reported that the patient underwent the orif surgery for trochanteric femoral fracture with tfna. The surgery was completed successfully with no delay. After the surgery, the cut-out was confirmed on (B)(6) 2025. A removal and bha surgery was scheduled for (B)(6) 2025. The patient outcome was reported to be stable.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was not returned to j&j medtech orthopaedics, however x-ray were provided for review. Visual analysis of the photo revealed that the 9/125 deg ti cann tfna 235/left - sile appears to be migrated laterally form its original position. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the 9/125 deg ti cann tfna 235/left - sile would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument, manufacturing date: 29-jun-2022, expiration date: 01-jun-2032, part number: 04.037.915s, 9mm/125 deg ti cann tfna 235mm/left- sterile, lot number: 888p676, lot quantity: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 888p676. No nonconformities or manufacturing irregularities have identified related to the complaint condition.